Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in chin graphics experienced product damage/deformation with the device still considered operable. The product defect was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2019, patients were treated with a 1ml syringe for acute myeloid leukemia. At 20:05, the hematology treatment room was torn open and found that the tip of barrel broke and immediately stopped using.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in chin graphics experienced product damage/deformation with the device still considered operable. The product defect was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2019, patients were treated with a 1ml syringe for acute myeloid leukemia. At 20:05, the hematology treatment room was torn open and found that the tip of barrel broke and immediately stopped using.